Event description:
It was reported that the pt experienced abdominal sepsis following implantation of pelvic mesh and required exploratory laparotomy. The pt presented with abdominal sepsis four weeks from initial surgery. During the laparotomy, attempts to excise the device were deemed not possible due to potential significant risks on bowel integrity.

Manufacturer narrative:
The sample was not returned. The lot number is unk; therefore, the device history record could not be reviewed. (B)(4).